Manufacturer narrative:
A supplemental repot will be submitted when our investigation is completed.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a defect on the monitor. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and detected a false connection. The fse checked the insertion of the monitor connectors and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental repot will be submitted when our investigation is completed. The full event site name in is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defect on the monitor. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.